Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney failure. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/16/2023 alleging that patient having history of stomach ulcer related to a CPAP device's sound abatement foam. In addition breathing issue and nasal/throat irritation issue has been added and appropriate clinical codes has been added on h6 section. Section b7, g3, h2 has been updated/corrected. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on may 27, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney failure. Additional information was received about the allegations of eye, skin, nose and respiratory tract irritations, dizziness, head ache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease toxicity and lung disease and death. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was updated for adverse events and product problem. Section b2 was corrected to death and other serious or important medical events. (Previously, it was only other serious or important medical events) section h1 was changed from serious injury to death. Section h6 health effects: clinical codes and health effects: impact code was updated in this report.